Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving dilaudid (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient saw an error code on their personal therapy manager (ptm) for empty reservoir. The patient did not know that their pump was empty or when the pump needed to be filled. The patient had a print out from (B)(6) 2020 but knew that they had another refill since then. The patient was redirected to their healthcare provider do confirm the empty reservoir alarm and discuss next steps.